Manufacturer narrative:
An event regarding alleged loosening involving a series 7000 standard m/s tibial baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this ev ent is possible at this time.

Event description:
It was reported that surgeon revised patient's left knee due to tibial loosening. Surgeon replaced tibial baseplate and poly.

Manufacturer narrative:
Information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left knee due to tibial loosening. Surgeon replaced tibial baseplate and poly.